Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 82mm in diameter abdominal aortic aneurysm. It was reported that the patient presented to an outside hospital with abdominal pain. The CT scan revealed an unknown endoleak with a contained rupture. An angiogram was performed and it was determined that the endoleak was most likely coming from a possible hole in the bifurcation of the stent graft. Per the physician, the cause of the event/location could not conclusively be determined without the stent graft being explanted. An intervention was performed and an endurant ii aui and limb were implanted in conjunction with a fem-fem bypass, resolving the event. No additional clinical sequelae were reported and the patient is fine.